Manufacturer narrative:
It was reported that during right knee tka, the edge of the insert was noticed to be too large, and there were obvious melting traces on the back of the insert, which made it unable to be fixed in the tibial baseplate correctly. Procedure continued with a backup device from smith and nephew of the same size and with a delay greater than 30 minutes. The patient was not harmed. The affected complaint device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device found deformation on the locking detail and around the edges. A dimensional evaluation was not performed as the damage/deformation at several features of the device would not allow for accurate measurement. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to surgical technique or user/procedural variance. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Additional information: b3/b4/b5/b6.

Event description:
It was reported that during right knee tka, the edge of the insert was noticed to be too large, and there were obvious melting traces on the back of the insert, which made it unable to be fixed in the tibial baseplate correctly. Procedure continued with a backup device from smith and nephew of the same size and with a delay greater than 30 minutes.

Event description:
It was reported that during right knee tka, the edge of the insert was noticed to be too large, and there were obvious melting traces on the back of the insert, which made it unable to be fixed in the tibial baseplate correctly. Procedure continued with a backup device from smith and nephew. It is unknown if there was a delay. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.